Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided instructions to reset the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code appeared again.